Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed a bad erbe integrated electro surgical until (iesu) that was swapped on a different system. The isi fse replaced the integrated electro surgical until (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis (fa). The iesu was analyzed and found to have u-02/c-00 errors on start-up. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrecomy surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical service engineer (tse) prior to a procedure and reported that the site was experiencing errors with their erbe integrated electrosurgical unit (iesu). The caller reported that the site was experiencing a u-02 error. The isi tse reviewed logs and confirmed the error. The isi tse had the site disconnect the foot pedals on the iesu, but the issue persisted. The site had another vision side cart (vsc) available and they were going to move the patient to the other system. There was no reported injury.